Manufacturer narrative:
(B)(4). The device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on the reviewed information, no product deficiency was identified.

Event description:
A cine was received and reviewed by an abbott clinical specialist. The cine notes areas of malapposition of the 3.5 x 28 mm xience prime stent and then shows good wall apposition. Additional information was received from the site which indicated that the stent was fully apposed to the vessel wall upon deployment. There were no difficulties noted during deflation of the stent delivery system (sds) balloon. The device was removed, however, the tip of the sds balloon caught on the newly deployed stent. The balloon was re-inflated and then deflated, allowing the sds to be removed. The difficult removal caused some stent deformation/malapposition and additional post-dilatation was required to fully appose the stent to the vessel wall. The patient experienced angina during the attempts to remove the sds; however, no intervention was performed as treatment for the angina. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which indicates that the patient remained hospitalized for observation after angina was experienced during removal of the stent delivery system. No additional intervention was performed. The patient was discharged to home on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for deflation issues or difficult to remove from this lot. The reported patient effect of angina is a known observed and potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a stenting procedure with placement of the 3.5 x 28 mm xience prime stent in the narrow proximal marginal artery. After stent deployment, the balloon of the delivery system could not be fully deflated. During withdrawal of the delivery system catheter (sds), resistance was felt between the still inflated sds balloon and the newly implanted xience prime stent. The patient experienced angina during attempts to remove the delivery system. The physician was able to remove the stent delivery system after several attempts. The patient remained hospitalized for observation and was then discharged. No damage was noted to the newly implanted xience prime stent and no additional intervention was required.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.